Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "platelet results on fbc using edta are low; however, on microscopic view platelet count is normal."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. 20 retained tubes were analysed for the edta content from and were all within specification limits. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/platelet clumping) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. The edta tubes performed as expected. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: "platelet results on fbc using edta are low; however, on microscopic view platelet count is normal."